Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display even with a new battery. Customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with currents within specification. No blank display was. The lcd board was fine. The device alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.